Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge service territory manager (stm) was dispatched to investigate and was able to confirm the reported issue. The stm discovered that the o-ring on the male quick disconnect fitting was pinched into two pieces. To fix this issue, the stm replaced the o-ring and re-lubricated it. As sale goodwill, the stm replaced the helium due to the rapid loss of helium. All functional and safety checks were performed to meet factory specifications, and the iabp was then released to the customer for return to clinical service.

Event description:
It was reported that the nurse called esp support line from the ICU to report that the helium kept dropping quickly despite multiple tank changes on the cardiosave intra-aortic balloon pump (iabp). The getinge support staff walked the nurse through a tank change ensuring that the gasket was present, the tank was open, and that the pump was fully in the cart. Subsequently, the customer was advised to change the iabp. There was no patient involvement and no adverse event was reported.